Event description:
It has been reported to philips that the allura xper fd10 required a software update as radiation could not be emitted. This was indicated to be an intermittent issue. The system was indicated to have been in clinical use. No harm has been reported. A philips technician was dispatched to the customer site. The system software was updated and the philips technician replaced the host pc, the ippc component, and the device storage disks as a precautionary measure. The device was returned to functionality following these actions. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Upon functional testing, the fse found that the previous software version of the ippc was unstable. The fse upgraded the software and replaced host pc, ippc and hard disk as a preventive measure. After upgrading software and replacement of host pc, ippc and hard disk, the system was returned to use in good working order.